Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. Unable to verify low battery life due to blank display. The insulin pump has stripped battery cap coin slot, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she dropped the insulin pump in a puddle of water and that the insulin pump was not turning on. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. Through troubleshooting, it was found that the customer was also unable to remove the battery cap due to damage to the cap. The troubleshooting could not be completed because the insulin pump still would not turn on. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.